Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring proximately 0.297¿ x 0.412¿ was broken but still attached to the instrument. As a result of the broken main tube, the instrument got stuck in the trocar and was returned with the cannula and seal still attached. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. Visual inspection found all internal cables to be still intact and no material was found missing. The complaint regarding physical damage to the tip-up fenestrated grasper instrument was confirmed by failure analysis, which indicated that the device did contribute to the reported event.

Manufacturer narrative:
Based on the claim against the product by the customer noting difficulty removing the tip-up fenestrated grasper instrument from the cannula, an investigation is in progress to determine the cause of this reported event. Isi has received the instrument involved with this complaint. However, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument could not be removed from the cannula due to a metal shaft of the instrument moving up. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Information for the blank fields in section e1 is not available. Field d6 is blank because the product is not implantable. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the metal shaft of the tip-up fenestrated grasper instrument moved up and it could not be removed from the cannula. The procedure was completed with no reported injury.